Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set issues due to the infusion set being used beyond the recommended forty-eight hours resulting in the site being ripped out and high blood glucose treated with a correction injection via multiple daily injections on (B)(6) 2026